Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the device had multiple compressions of the shaft and was severely kinked at the proximal end of the outer shaft. In addition, a hole in the outer shaft was observed at the site of the kink. The functional evaluation could not be performed due to the condition of the returned device. Information available indicated that the device was found to be kinked during unpacking, however, it was reported that the device was properly secured inside and there were no damage to the packaging prior to opening. It is most likely that the hole at the site of the kink occurred as a result of compression and severe kinking of the outer shaft during unpacking of the device. Therefore, based on the information available and analysis of the device an assignable cause of handling damage was assigned to this investigations. This current initial MDR report is based on the investigation results and represents the initial and final reports for this event. The original initial report number ¿0002134265-2017-00004¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above. The information in this current report was provided as an initial report combining initial and supplemental information based on investigation results to the original report number listed above because the original initial MDR report number may now be considered a duplicate report number by FDA¿s emdr system.¿

Event description:
Analysis of the returned device revealed that the guider had a hole in the outer shaft. There was no patient involvement.